Event description:
The patient reported more pain. Additionally, the patient reported back spasms after reprogramming. An x-ray was performed which confirmed migration. The transmitter assembly programs were changed to a low power index, their pain has improved, and the patient is doing very well.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The commercial team member stated that the procedure was performed according to the IFU. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: migration was confirmed via x-ray. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion code has been selected as unable to determine the root cause. Programming parameters as transmitter assembly programs were changed to a low power index and the reported issue was resolved (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.